Manufacturer narrative:
There is no new information that would change the outcome of the investigation. The complaint is considered closed.

Event description:
Patient was revised to address a vertical cup with metal wear on the rim. Report also noted that there was grey colored stained tissue near the capsule.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(4). Litigation alleges patient had pain, discomfort, soreness, malaise, and swelling; loss of energy, immobilization and damage to tissue and/or bone after asr hip implant. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.